Event description:
It was reported via repair work order that the motion interrupt pan was damaged and hanging down on the head left corner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.